Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/14/2016. The device has been returned and evaluated by product analysis on 08/22/2016 with the following findings. There were no call service (cs 088) alarms observed in the black box or alarm history. There was no data in the pump histories from the time of the reported event due to continued use of the device. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms emitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.